Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the clip on the right side of the carrying case was missing.  It was unable to safely secure and carry the controller and batteries.  The patient and nursing staff could not find the clip and denied any damage to the pack.  The carrying case was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. One carrying case was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual examination and functional testing due to a clip on the right side of the carrying case being missing and unable to safely secure and carry the subsystem. The most likely root cause of the reported event could be attributed to mishandling of the carrying case causing to eventual degradation of the mechanical clip. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.